Manufacturer narrative:
Manufacturer ref# (B)(4). Article: stabilise technique for a non-a non-bacute aortic dissection in marfan syndrome. - https://doi.org/10.1016/j.avsg.2020.08.132. Similar to device under PMA/510(k) p140016. Investigation is still in progress.

Event description:
Description of event according to initial reporter: post procedure 3 months CT scan showed an asymptomatic localized thoracic aorta aneurysmal evolution was observed. This aneurysmal evolution was localized at the junction between the distal stent graft and the noncovered stent, in a severe thoracic aorta angulation. Patient outcome: according to the initial reporter, the patient did experience adverse effects due to this occurrence. Endovascular reintervention with inserting additional zta components.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: from a publication review, cook medical became aware of a literature article from the annals of vascular surgery ¿stabilise technique for a non-a non-b acute aortic dissection in marfan syndrome¿. The subject of the complaint was a 35-year-old male patient known with marfan syndrome including a rarely deep pectus excavatum. The patient aortic history included an acute stanford type a dissection involving the coronary arteries and limited to the aortic arch, 9 years before. For that he was treated by a bentall procedure with a mechanical aortic valve and ascending aorta replacement to the innominate artery. Annual imaging follow-up showed stable aortic arch diameters at 44 mm without extension of the dissection. A few months before the patient admission at the emergency department, the patient decided to stop his beta blockade therapy. In the emergency department, the patient was described hemodynamically stable. The CT scan performed immediately showed a non-a non-b dissection. The dissection was located from the previous ascending aortic graft to the iliac arteries. The dissection was not complicated. Therefore, the patient was initially treated with medical therapy to control his blood pressure, heart rate, and pain. At day 2, the CT scan showed an asymptomatic extension of the dissection to the proximal part of the supra-aortic trunks without any cerebral ischemic events. At day 5, the patient had an acute recurrent refractory chest pain, a CT scan showed an aortic arch diameter that had increased from 45.8 to 51 mm in 48 hours. A semi-urgent one-stage hybrid approach was decided. The open surgery included a left carotid-subclavian artery bypass prior to the transposition of the left common carotid and the brachiocephalic trunk in the initial part of the previous ascending aorta graft to create a 5-cm proximal landing zone in the previous graft for the endovascular stabilise (stent-assisted balloon-induced intimal disruption and relamination) technique. A zenith alpha thoracic stent was introduced. Due to challenging multiple aortic kinks, including triple 90 degrees kinks, the stent-graft delivery system could not be advanced at first but was delivered using a through-and-through wire between the sinotubular junction and right groin. In total 2 zta (zta p-34-161 and zta pt-34-30-161) and 2 zdes (zdes 36-180 and zdes 36-120) devices were implanted. The CT scan performed 48 hours after the surgery showed a complete exclusion of the arch aneurysm with a complete aortic remodeling around the thoracic endovascular aortic repair and the non-covered stent. On an immediate post-operative CT scan the authors described a short stent-graft disjunction between covered and non-covered stent in a severe angulation. On the 3-month control CT scan, an asymptomatic localized thoracic aorta aneurysmal evolution was observed. It was localized at the junction between the distal stent graft and the noncovered stent, in a severe thoracic aorta angulation. This aneurysmal evolution was considered threatening and 2 additional zenith alpha stent grafts were implanted to exclude it. The 6-month control CT scan showed a shrinkage of the thoracic aneurysm around the last endograft. The clinical assessment was performed by a medical adviser. Per the clinical assessment ¿based on the information, and in accordance with the authors, it seems likely that the aneurysmal evolution in the thoracic aorta was associated with the disconnection between the covered and the noncovered stent. The disconnection was possible due to the overlap being located in a severe angulation (possible > 90 degrees). However, it is not possible to establish an exact cause to the aneurysmal dilatation but is seems possible that both the disconnection and the patient¿s underlying disease could have contributed. Speculatively the disconnection might have altered the forces on the aortic wall (stent/stent graft supported vs ¿bare¿). Guidelines recommend open surgical repair over tevar in patients with marfan syndrome except as an emergency bridge to definitive surgical repair. It should be noted that the authors were reluctant to perform any intervention due to the complex case but assessed they had no other options than to treat due to the risk of rupture¿. There is no indication of a fault device. According to the IFU, no localized angulation should be larger than 45 degrees. Also, according to the IFU, the safety and effectiveness of the zenith alpha thoracic endovascular graft and ancillary components have not been evaluated in the patients diagnosed or suspected genetic connective tissue disease as marfan syndrome. It is likely that severe angulation has contributed to disconnection between the covered and the noncovered stent and as the result led to the aneurysmal evolution in the thoracic aorta. It cannot be ruled out that other factors as combination between a zta and a zdes could also have contributed to the reported event. Combination of zta device with zdes is not supported by the IFU for zta devices. Additionally, zta devices are not indicated for treatment of dissections e.g., used for stabilise. Furthermore, it is noticed that two zta proximal components are used together and implanted in an aortic graft. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.